Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of increased jaw function limitation when opening mouth wide is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the event of ¿increased jaw function limitation when opening mouth wide¿ after a clinical patient was injected in the temples with juvéderm® voluma¿ xc. Event has resolved.